Manufacturer narrative:
Casepart 9735823 returned unused and no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735795r, serial/lot #: unknown; product ID: 9735823, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported the systems main cart was intermittent and would shut off after about 15 seconds and go to no video detected on the screen. It was reported that during a clinical case the site had moved their main cart monitor before starting the case and the monitor had gone completely blank (black) screen. The representative (rep) had rebooted the system, tried to use the soft keys on the system to get any video for the monitor options. Technical services had her also check on the camera cart the self-test settings for the main cart system which were all fine. It was noted that while when doing this troubleshooting the main monitor came back on and the rep had rebooted the system and was able to login to the software. It was recommended to her to go back to the case give the system a few minutes to sit and come back and check on the system. Less than 5 min delay in the case. Site was able to grab another navigation system to use for the case. Troubleshooting included: restarting the system, soft keys, monitor swap, checking the cables on the back of the monitor and computer and ups. Additionally, it was noted they were able to swap the monitors and they both worked as intended. They walked through the soft keys on the system to make sure the correction monitors were under the hdmi and dp modes as well as the cables for the monitors. It was seen that the hdmi cable was slightly damaged, and a replacement was issued first overnight for the cable as they had an early am case that they wanted to make sure that nothing happened with the system. There was no reported impact on patient outcome.